Event description:
Patient reported wearing the pod at the time medical attention was sought; both the pod and dexcom g7 sensor were removed at the hospital. Patient reported that the medical event was allegedly related to inaccurate glucose readings from the dexcom g7 sensor, resulting in discrepancies that affected overall system performance, including the pod. On (B)(6) 2025, patient sought medical attention and was hospitalized for 7 days, with discharge on (B)(6) 2025. Patient reported symptoms of diarrhea, kidney shutdown, seizures, and headaches. Patient reported a diagnosis of ketoacidosis. Treatment included insulin injections and management with a sliding-scale insulin regimen. No blood glucose values were available as the patient did not recall specific readings. Pod wear duration, pod sequence number, and lot number are unavailable as the patient did not have the pod and could not recall these details. The product is not available for return and was discarded. Dexcom was notified on 30 april 2026. This report corresponds to the first hospitalization event (insulet reference numbers: (B)(6).

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.